Manufacturer narrative:
Patient information was refused to be provided by the site. Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The instrument was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the screen showed that the cervical probe appeared to be deviated. The other instruments had no problem. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: lot number, UDI and device manufacture date. The pedicle probe was returned to the manufacturer for analysis. Analysis found that the tip of the probe was slightly bent. However, with markers fully attached and fully seated, the probe returned good geometry and divot error readings. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.